Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had 3 driveline fault alarms when interrogated. The patient was inpatient. The patient has known history of short to shield and underwent attempted repair last year (cs-219718). The patient remains on ungrounded cable. Patient did not have ventricular assisting device (vad) specific symptoms and admission was not ventricular assisting device (vad) related. The log file captured mainly routine events but also noted several driveline fault events on 21apr2026 at 1325-1340 and then were resolved. It appeared that phase 2 brown wire was having some continuity issues. These driveline faults appeared to be transient and intermittent. The cause of the driveline faults was determined to be due to 2 brown wires were intermittently having some continuity issues. It was reported that there was no resolution for the issue as the patient has already undergone high risk driveline repair attempt and had driveline fault alarms. The patient remained on ungrounded patient cable.